Event description:
The patient contacted animas on (B)(6) 2012 reporting that there were bubbles in the cartridge and tubing. The patient stated she did not notice the bubbles during use. The patient stated that she is seven weeks pregnant and noticed a problem when she selects the site on the left side. The patient had a blood glucose of 400mg/dl with no signs or symptoms. This does not meet animas' criteria for an adverse event. This report is made based on the allegation of bubbles in the cartridge and tubing.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.